Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 147mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run a displacement test and the test failed. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed displacement test, occlusion, rewind, basic occlusion and no delivery tests. Unable to prime during prime test due to faulty force sensor resistor. No motor error alarm noted. Motor passed motor test. Low reservoir alert functioned properly. Minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.